Event description:
Allegedly removed during the revision of the cup.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. Event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00316. This event occurred in other country.